Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft was detached from the guidewire exit port. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified coronary artery. After using the device for pre intravascular ultrasound (ivus), an opticross¿ imaging catheter was then removed from the patient's body. The physician pulled it out from the y connector and the catheter got separated from the guidewire exit port outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.